Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins model # 7427t, serial # (B)(4) found no telemetry and no output due to normal battery depletion. No significant anomalies.

Event description:
It was reported that the patient experienced a loss of stimulation. The hcp attempted to interrogate the ins with an n vision programmer without success. The ins was explanted and replaced, and it was reported that there was no patient injury. It was noted that the patient had begun having problems a couple of days before the surgery. During the explant the hcp attempted to interrogate the ins with an n vision programmer after the pocket had been opened, again without success. During the surgery and x-ray was taken the check the system, and it was reported that there was no indication of disconnections or broken cables. After replacement the patient had good therapy, and there were no abnormal impedance measurements. Printouts from previous device interrogations were received, and it was noted that on (B)(6) 2011 impedance measurements on all combinations with electrode 2 were above 4,000 ohms. On (B)(6) 2011 all impedance measurements were normal, and remained normal in all subsequent interrogations. Review of the provided print ou ts showed many programming changes made by the patient, to very high settings for unknown periods. The parameter history was not complete, so a longevity calculation could not be made.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.